Manufacturer narrative:
A CAPA has been initiated by the manufacture well lead and a copy of the CAPA was forwarded to the FDA on 1/19/2015. A recall has been initiated by cardinal health on 12/23/2014 and the product will not be manufactured by the manufacture well lead for cardinal health until the CAPA is completed.

Event description:
A part of the stylet sheath broke off the stylet into the endotracheal tube of a new born during intubation in the nicu and the infant required re-intubation.